Event description:
The rptr indicated that a high lead impedance warning was received during intraoperative diagnostic testing of a vns pt's initial implant surgery. The rptr indicated that troubleshooting steps were performed and that the event was isolated to the pt's lead, prompting the implant of a replacement. Good faith attempts for additional information and product return are in progress.